Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while in the hospital. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. And was treated with insulin drip. Customer's blood glucose was 200 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed operating current and displacement test however compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.